Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation indicates an ias hardware error; however, a root cause could not be determined as the affected components were not returned for evaluation. The affected ias was exchanged and the system was returned to clinical use. No further actions are to be taken at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The customer reported that the system crashed during an acute interventional procedure with a patient on the table. Multiple x-ray's in the gantry screen were taken and the customer was unable to restart the system. We are unaware of any impact to the state of health of the patient involved.